Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely using high-energy endo therapy accessories without maintaining sufficient distance from the tip may have led to the distal end cover being burned. However, the most probable cause of accumulation of foreign material on the objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover and foreign objects in the objective lens. There was no patient involvement.